Event description:
The pt had two leads implanted with the same lot number. It was reported, the pt is experiencing auto reducing and is not receiving effective stimulation. A sjm representative met with the pt and reprogramming was unable to resolve the issue. Lead diagnostics showed high. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.